Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a quick bolus notification became frozen on the pump screen and the customer was unable to clear it. The customer's blood glucose level was 111 mg/dl. During troubleshooting with tandem technical support, the customer was able to clear the notification and resume insulin delivery.